Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer's blood glucose levels ranged from 400 to 500+ mg/dl. Customer stated that high blood glucose symptoms consisted of vomiting and dehydration. Customer stated that there was a visit to their health care professional for advise on new site options. Troubleshooting was done. Advised customer to change the entire set, reservoir, and insulin, and treat per health care professional's instructions. Product is being returned and replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.